Manufacturer narrative:
This report is being submitted for legal manufacturer's final investigation results and correction. Updated fields: h2, h3, h4, h6, h10, h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had bad image quality and it was strobing when plugged into the box. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had bad image quality and it was strobing when plugged into the box. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.